Event description:
During an atrial fibrillation procedure, a small pericardial effusion observed via transthoracic echography ultrasound. The effusion resolved on its own, with no intervention needed. There were no performance issues with the abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.